Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified a patient side cart (psc) connection issue. The psc blue fiber connections were cleaned, the psc common compute controller (ccc) was replaced and programmed, and the blue fiber cable was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in multiple software, errors 170 and 31089 were found indicating a hardware fault and confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psc ccc was installed into the golden system where errors 170 and 31089 were triggered by indicating faults on the ccc, replicating the report event. The fiber optic cable was analyzed, and the issue was confirmed via the lighthouse error logs. The armored fiber optic cable was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The fiber optic cable connections were inspected, where no debris or damage was found. Light could also be seen on all channels. The system was left to idle for twenty hours, and power cycled ten times with no issues. The complaint was confirmed based on failure analysis. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bricked psc ccc.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the screen on the vision side cart (vsc) was black and displayed a message to restart with error 40087. The technical support engineer (tse) advised the site to restart the system, and the issue initially cleared. The site later called back reporting 170 errors. Log review then showed error 31089, pointing to a bad blue fiber port 2 (bottom center). The site confirmed that the cable was connected to the patient side cart (psc). The tse instructed the site to disconnect that cable from surgeon side console (ssc) 2 and reconnect it to the psc. The system started successfully and the errors did not return at that time. The site called back again reporting multiple errors. The tse reviewed the logs and found several 170 errors related to the blue fiber connection. Prior to the call, the site had swapped a blue fiber cable from the patient cart directly into the robot. The tse asked the customer to check the blue fiber leds on the tower and only one led was illuminated. The tse then instructed the site to connect all fiber cables directly into the vsc. After doing so, the system powered up normally and all three fiber ports on the vsc were illuminated blue. The site reported that the fiber connection at the psc was very loose and difficult to remove. The psc fiber cable was replaced. The system had originally faulted approximately 30 minutes after the first call. The tse recommended allowing the system to run for a period of time to monitor for any additional faults. The procedure was aborted to another dv system with no report of patient injury.